Event description:
The caller reported that a percutaneous tracheostomy was performed in the ICU on (B) (6) 2010 using the ciaglia percutaneous dilatational tracheostomy introducer set with shiley percutaneous dual cannula tracheostomy tube. The surgeon heard a snap while inserting the tracheostomy tube. Upon inspection, no damage to the tracheostomy was noted. The next day during morning assessment, it was noted that the flange and tracheostomy tube had separated. The tracheostomy tube was exchanged by the surgeon on (B) (6) 2010. The lot number is unk.